Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50040.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was not received at the service center as the sales rep indicated that it was not returned due to the issue being resolved shortly after being reported. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during anterior cruciate ligament reconstruction surgical procedure, it was observed that the fill chamber was rapidly filling with fluid beyond working standards. It was reported that the fms vue pump and inflow tubing fms vue 24pk were used together when the event occurred. According to the reporter, the pump was acting erratically and overfilling that they had for a loaner; however, the loaner was never received and shortly after, the device started operating normally with no issues. Therefore, the device was not returned for service. The tubeset was discarded on the day the complaint was called in. It was not reported if there were any delays in the procedure but the procedure was completed using the same pump. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.